Event description:
The elite saber medium attachment was sent for service, and it overheated during performance testing at the MFR. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. The reportable event occurred during the service process.